Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in aortic position. During the procedure, the balloon ruptured at nominal pressure due to severe sinotubular junction (stj) calcium. The valve was successfully implanted without central leak and there was no patient injury. The device is expected to be returned for evaluation.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in aortic position. During the procedure, the balloon ruptured at nominal pressure due to severe stj calcium. The valve was successfully implanted without central leak and there was no patient injury. As per preliminary evaluation of the returned device, there was a radial balloon burst with the working length of the balloon not returned. Per follow-up with the fcs, it was confirmed that balloon separation was observed during the procedure and occurred while pulling the device out through the esheath. The separated piece was retrieved along with the balloon and was peeled off the delivery system by the surgeon. There is no reason to believe any balloon fragments were left inside the patient, and no difficulty was encountered during device withdrawal. No instruments were used to remove the balloon cover, and no balloon aortic valvuloplasty (bav) was performed prior to implant. A second delivery system was used to post-dilate the tavr valve. A leak in the delivery system was noted during the procedure, with balloon rupture observed at the end of inflation. The leak was a result of the balloon burst. Blood was seen in the syringe. Valve alignment was performed without difficulty and in a straight section. There were no issues withdrawing the delivery system, which was pulled out through the sheath; the sheath was then removed after the procedure. No damage was noted to other edwards devices.

Manufacturer narrative:
A supplemental MDR report is being submitted due to preliminary evaluation of the returned device indicating additional findings. Updated b4, b5, d9, g3, g6, h2, h3, h6 device code, and h11. Investigation is ongoing with pending device evaluation completion.

Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of the device and product evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions, and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined and showed a radially burst balloon with flared wings and a stretched balloon spring. The working length of the inflation balloon was not returned. Due to the nature of the complaint, no functional testing was performed. Due to the nature of the complaint, no dimensional testing was performed. The complaint was confirmed through visual examination. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the returned product evaluation. Available information suggests that patient factors (calcification) likely contributed to the event as event description stated, "the balloon ruptured at nominal pressure due to severe stj calcium." Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for system components separate during use - balloon was confirmed based on the returned product evaluation. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the events. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have can lead to the reported separation. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.